Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced intermittent pain in the ribs since having had a fall. The issue occurs regardless of stimulation. Diagnostic testing indicated high impedance values. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the lead was explanted and replaced. The issue has resolved following the procedure.